Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event may be prevented by following the instructions for use sections below: ·chapter 4 reprocessing workflow for endoscopes and accessories ·chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the oes cystonephrofiberscope tested positive for microbiological contamination. The device was sampled three times: on (B)(6) 2023 testing detected 2 colony forming units (cfus) /endoscope, on (B)(6) 2023 testing detected 5 cfu/endoscope, and on (B)(6) 2023 testing detected 2 cfu/endoscope of microbial growth. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected <1 colony forming units (cfus) /endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation did not find any device defects. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.